Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) intermittently failed to communicate with the ilet app, resulting in temporary signal loss to the ilet only; troubleshooting included toggling settings and allowing time for reconnection, after which glucose readings resumed, consistent with intermittent communication failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found, with the issue characterized as intermittent communication and associated with the antenna/electrical and magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.